Event description:
The rptr stated the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
Eval: results: a visual inspection of the returned prod found the lens optic torn into three pieces. There was evidence of reddish residue. Conclusions: based on the complaint history and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.